Event description:
It was reported that a patient was admitted to the ER after receiving several inappropriate shocks due to noise. Noise was reproduced with device manipulation and isometric testing. A capture anomaly was also noted. The lead was capped and replaced. The patient is doing well.

Manufacturer narrative:
No medwatch form was received.